Event description:
It was reported that during a thyroid procedure the ultrasonic scalpel "left burn marks on the patient's neck." No treatment was needed and no patient injury was reported by the user facility.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions for an evaluation. The returned device had an indention in the teflon pad. The device did not exhibit any evidence of overheating such as charring or discoloration of the blade. Microscopic inspection of the scalpel rod revealed numerous gouges on the tip as well as a crack which originated from another gouge. Due to the blade damage, function testing could not be performed. Since the device could not be function tested, no conclusive root cause could be determined. However, the distal tip may have caused a burn if the blade had residual heat due to clinical use and the device was rested on the patient's skin. Sss instructions for use states: "avoid contact with any and all metal or plastic instruments or objects during instrument activation. Contact with staples, clips, or other instruments during instrument activation may result in premature blade failure, resulting in generator solid tone or instrument error." "High temperatures at the distal end of the shaft can occur due to blood and tissue buildup between the blade and shaft. Remove any visible tissue to prevent burn injury." "During prolonged activation, the blade, the clamp arm, and the distal end of the shaft may become hot. At all times avoid unintended contact with tissue, drapes, surgical gowns, or other unintended sites." "Avoid incidental and prolonged activation against solid surfaces (such as bone), which may result in blade heating and/or blade failure." The device history record for the returned device indicates that the complaint device passed all applicable inspections and tests prior to release. This report is being filed as a malfunction due to sss being in a 2 year reporting cycle due to MDR report 1056128-2011-00092 where the device burned the patient's bowl and the patient had to be opened up to determined the extent of the burn, even though there was no patient injury in this event. The reported event is not occurring more frequently or with greater severity than is usual for the device.